Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to recognize battery) was confirmed. Upon investigation, the battery charger/modem was unable to recognize and charge a battery. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was unable to recognize a battery.